Manufacturer narrative:
E1 reporting institution name:(B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone number:(B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device shutdown without an alarm and restarted up without the press of the power button. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the field service engineer (fse) that while the device shutdown and restarted, the power button light-emitting diode (led) was flashing or turning off. The issue occurred during pre-use operational checking without a patient. There was no delay in therapy or patient harm as a result of the device issue. The device was replaced with another v60. Investigation is ongoing.

Manufacturer narrative:
H10: on 24oct2023, the field service engineer (fse) again could not duplicate the device shutting down on its own but did duplicate that the device turned on by itself. The fse replaced the user interface (ui) printed circuit board assembly (pcba) to resolve the device issue. The fse completed running and functional testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
It was reported that the field service engineer (fse) could not duplicate the device shutting down without a sound but did start the device on its own. The fse determined that the user interface (ui) printed circuit board assembly (pcba) was required to resolve the shut down/on issue. The fse stated that the repair of the device was pending the order by the customer. The investigation is ongoing.